Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, incident yesterday involving a lap optic and light cable in conjunction with our 4k endo tower. When the optic was removed, the patient's sterile drape burned through the light cable connector, and the patient also sustained a burn in the thigh area.